Event description:
It was reported that the procedure was to treat a complex coronary lesion, with moderate tortuosity, severe calcification, and a significant obstruction. After crossing the lesion with the Whisper, the physician requested and advanced the ViperWire Advance Flex Tip guidewire. While the ViperSlide solution was being prepared, the patient developed severe hemodynamic instability, progressing to shock. The medical team immediately implemented the necessary measures, including medication and cardiopulmonary resuscitation (CPR), as well as the use of a temporary pacemaker, achieving initial clinical stabilization of the patient. After stabilization, the procedure continued with treatment of the lesion and implantation of a non-Abbott 13 x 48 mm stent, along with the use of a non-Abbott NC balloon, NC Trek Neo, and non-Abbott cutting balloon devices. However, even after stent implantation and completion of the lesion treatment, the patient again developed significant instability, progressing to cardiopulmonary arrest. Despite the measures taken and the support provided by the care team, the patient passed away. In the physician's opinion, the Whisper guide wire and NC Trek Neo balloon did not cause or contribute to the adverse patient effects or the death. No additional information was provided.The Whisper guide wire and NC Trek Neo balloon will be captured as non-complaint Product Experiences (PE). The devices were used without issue and did not cause or contribute to any adverse patient effects or death. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 CFR 820.3.

Event description:
IT WAS REPORTED THAT THE PROCEDURE WAS TO TREAT A COMPLEX CORONARY LESION, WITH MODERATE TORTUOSITY, SEVERE CALCIFICATION, AND A SIGNIFICANT OBSTRUCTION. AFTER CROSSING THE LESION WITH THE WHISPER, THE PHYSICIAN REQUESTED AND ADVANCED THE VIPERWIRE ADVANCE FLEX TIP GUIDEWIRE. WHILE THE VIPERSLIDE SOLUTION WAS BEING PREPARED, THE PATIENT DEVELOPED SEVERE HEMODYNAMIC INSTABILITY, PROGRESSING TO SHOCK. THE MEDICAL TEAM IMMEDIATELY IMPLEMENTED THE NECESSARY MEASURES, INCLUDING MEDICATION AND CARDIOPULMONARY RESUSCITATION (CPR), AS WELL AS THE USE OF A TEMPORARY PACEMAKER, ACHIEVING INITIAL CLINICAL STABILIZATION OF THE PATIENT. AFTER STABILIZATION, THE PROCEDURE CONTINUED WITH TREATMENT OF THE LESION AND IMPLANTATION OF A NON-ABBOTT 13 X 48 MM STENT, ALONG WITH THE USE OF A NON-ABBOTT NC BALLOON, NC TREK NEO, AND NON-ABBOTT CUTTING BALLOON DEVICES. HOWEVER, EVEN AFTER STENT IMPLANTATION AND COMPLETION OF THE LESION TREATMENT, THE PATIENT AGAIN DEVELOPED SIGNIFICANT INSTABILITY, PROGRESSING TO CARDIOPULMONARY ARREST. DESPITE THE MEASURES TAKEN AND THE SUPPORT PROVIDED BY THE CARE TEAM, THE PATIENT PASSED AWAY. IN THE PHYSICIAN'S OPINION, THE WHISPER GUIDE WIRE AND NC TREK NEO BALLOON DID NOT CAUSE OR CONTRIBUTE TO THE ADVERSE PATIENT EFFECTS OR THE DEATH. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
MANUFACTURER'S INVESTIGATION IS STILL PENDING AT THIS TIME. RESULTS AND CONCLUSIONS WILL BE PROVIDED IN THE FINAL REPORT.

Manufacturer narrative:
The device was not returned for analysis. A Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported death, low blood pressure resulting in medication required and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported death, low blood pressure resulting in medication required and unexpected medical intervention were due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.Additional information: H6 (Type of Investigation, Investigation Findings, Investigation Conclusions), H11.